Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator (ins) for non-malignant pain. The patient reported he went to charge ins this morning and the recharger (insr) showed reposition antenna screen. Patient would either get reposition antenna screen or poor coupling. Ins was last charged 4 days ago. He usually charge 1-2 times a week. Since this morning the patient does not feel ins is working, he does not feel stimulation. No further complications reported.

Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type :recharger; product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement antenna was received, but they were still having trouble connecting with ins recharger. The patient reported that can connect now to charge ins for a few minutes but then the connection drops off and he gets ¿reposition antenna¿ message again. The patient reported that he last charged ins a few days ago, and when he can connect, the insr shows ins battery has charge in it. A replacement recharger was requested.